Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign material in the working channel. It is unknown when the event occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
Additional information received from the customer reported that the instrument channel was positive for protein and there was still bioburden in the channel after bedside wash, manual sink cleaning and high level disinfection. The customer noted that passing the brush down the channel for manual cleaning was hard.